Event description:
It was reported that the user experienced hyperglycemia after announcing an incorrect meal size and disconnecting from the ilet for an extended period, with blood glucose reaching approximately 380 mg/dl before later normalizing to about 85 mg/dl; the user had pretreated for an anticipated low after reconnection. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting to address use-related factors and prevent recurrence. Investigation included technical support review and user counseling on best practices for meal announcements and device connection. Investigation of this case revealed user-related factors, including delayed and incorrect meal announcement and device disconnection, as contributors to the hyperglycemia and subsequent low concern. It was concluded that the device functioned as designed and that the event was attributable to use-related issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.